Event description:
It was reported that pump experienced malfunction code 16 with no prior notable events and customer¿s blood glucose reading showed ¿high,¿ but specific value was unknown. No additional information was received regarding any adverse impact to the customer¿s blood glucose level. Customer planned to go to store and reach out to healthcare provider for backup insulin therapy, and technical support confirmed pump was under warranty, updated customer contact information, arranged replacement pump.